Event description:
Heating pad 'caught fire', fell to the floor and caused burn mark on carpet. No injuries reported.

Manufacturer narrative:
Based on the date code, the heating pad was manufactured with one connector. The laboratory was able to duplicate the event by simulating strain on the connector which created an increase in voltage across the short length of heater wire. This caused arcing and an instant flash and a flame. The design was improved by using two connectors and since then further mfg improvements have been made.